Manufacturer narrative:
The customer contacted bec regarding qc issues. Bec customer technical support (cts) had customer check the reagent slot where a ck-mb reagent pack should be placed. The customer found an accutni reagent pack instead of a ck-mb reagent pack. Ck-mb patient results are addressed in a separate report #2122870-2011-04314. When reagent pack is not properly scanned or logged into reagent inventory by the user interface, the instrument can not detect that either wrong reagent pack has been loaded or that no reagent pack is present. The customer found that both patient results and qc had been run on the mis-loaded reagent pack. All three levels of accutni qc were within the established ranges prior to the event, but resulted in ind flags after the event. User error is the root cause for this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) that ind flags were generated by access 2 immunoassay system on three (3) patient samples. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.